Event description:
The customer reported the device was programmed for 100 ml/hour, and the device infused the IV fluids over 4 hours instead of over 9-10 hours. There was no report of patient harm.

Event description:
The customer reported the device was programmed for 100 ml/hour, and the device infused the normal saline over 4 hours instead of over 9-10 hours. There was no detectable harm to the patient. A location of the medical unit was provided.

Manufacturer narrative:
Admitting diagnosis: pancreatic cancer with metastasis. The customer¿s report that the device infused the normal saline over 4 hours instead of over 9-10 hours was not confirmed. Physical inspection of the device noted the instrument seal not intact. Besides slight fluid ingress in the rear case and around the bezel assembly and dull iuis, no other anomalies were observed. Review of the pcu event log shows that a primary infusion of IV fluids (drug ID:3) was programmed to infuse at different rates that would have completed in approximately 10 and 9 hours. Ex.rate of 100ml/h for multiple vtbis of 1000, 900, 940, and 850ml was stopped by user after 13 hours 29 minutes 26 seconds with a total volume infused 1011.72ml. There were no obvious programming errors. Functional testing performed found the device delivering fluid within specification. The root cause of the customer¿s report that pump module over infused was not identified.

Event description:
The customer reported the device was programmed for 100 ml/hour, and the device infused the normal saline over 4 hours instead of over 9-10 hours. There was no detectable harm to the patient. A location of the medical unit was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an over infusion of an unspecified solution. There was no report of patient harm.

Manufacturer narrative:
Date received by manufacturer: (01/26/2018).